Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 4.0x08 mm voyager nc was inflated two times. The balloon did not inflate fully under rbp in the first inflation. Then, the physician found that it was leaking at the second inflation. The pressure was still under rbp. Therefore, another company's balloon was used. There were no patient effects reported. No additional info is available.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was a pinhole on the balloon at the middle portion of the balloon, 3 mm distal to the proximal end of the balloon proximal marker. There were scratches at the sides of the pinhole. There was no other damage noted to the bdc. A new indeflator, filled with water, was used to pressurize the balloon, when fluid came out of the pinhole on the balloon. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned product. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient preparation prior to use. The bdc was returned with blood and contrast visible in the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the balloon during functional testing and the analysis confirmed that there was a pinhole in the middle of the balloon, 3 mm distal to the proximal end of the proximal marker band. There were also slight scratches evident on the outer surface of the balloon adjacent to the rupture site. The balloon was sent to the sem lab for further analysis, which indicated that there was damage evident on the outer surface of the balloon, suggesting that the balloon material may have exhibited mechanical damage at some point during the procedure. Since there was no report of any leaks noted during product preparation, this suggests that the balloon was not damaged prior to use. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices, or the patient anatomy, such that a pinhole rupture occurred upon a second inflation. Although no patient anatomical information was provided, it is likely that the lesion characteristics contributed to the difficulties experienced. Based on the information received with this complaint, the returned product analysis and the sem results, the balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot, and all on-line inspections and lot release testing met manufacturing criteria. This MDR is considered closed by the product performance group.